Manufacturer narrative:
Result of investigation: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. A precise analysis of the cause os the reported issue "cloudiness during use." Cannot be carried out because the item in question was not returned to us for closer examination despite several written requests. Possible causes for the product failure may include mechanical damage during clinical use or previous damage caused by clinical reprocessing.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that hopkins optics was cloudy during use. No negative impact in state of health reported.